Manufacturer narrative:
Additional information: d10, h3, h6 analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The patient reported not feeling well. The symptoms were not specified. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room stating that he did not feel well. Upon examination, the electrogram showed the patient in atrial fibrillation with paced and intrinsic right ventricular rate. It was determined that the right ventricular lead was sensing the patient's atrium due to dislodgement. On (B)(6) 2020, the lead was explanted and replaced successfully. The patient's condition remained stable throughout and after the procedure.